Event description:
It was reported that after 5 months from the implant (the catheter has been implanted in 2007), they have found fissures on the external bifurcation and breakage of one of the two lumen.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.